Manufacturer narrative:
Investigation summary: based on the information available, boston scientific was unable to confirm the reported event. The pump performed within specifications and the tubing was not returned for analysis. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the ipp momentary squeeze (ms) pump was visually inspected and leak tested; no leaks were found. The tubing was identified to be cut down to the pump block. The tubing was not returned for analysis. The pump was functionally tested and performed within specification. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation because the reservoir connecting tube was not returned for analysis; therefore, the most probable cause could not be confirmed.

Event description:
It was reported that the patient visited the hospital two weeks before surgery because his inflatable penile prosthesis (ipp) was not working properly. Inspection revealed that a crack in the reservoir connecting tube was causing saline leakage, the pump was replaced at the discretion of the doctor. The cause of the reservoir connection tube crack has not been identified by the hospital. The patient had a good outcome following the surgery.

Event description:
It was reported that the patient visited the hospital two weeks before surgery because his inflatable penile prosthesis (ipp) was not working properly. Inspection revealed that a crack in the reservoir connecting tube was causing saline leakage, the pump was replaced at the discretion of the doctor. The cause of the reservoir connection tube crack has not been identified by the hospital. The patient had a good outcome following the surgery.